Event description:
The customer reported being hospitalized two weeks ago due to blood glucose levels over 600 mg/dl. The customer was kept at the hospital for four hours, then released. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.